Event description:
A user facility reported that an intraocular lens (iol) had been implanted and then "extracted". Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was returned (in pieces outside the lens case). One haptic was broken-gusset area (returned-stuck in returned monarch d cartridge). Optic was torn/split/cracked (possibly cut) into pieces (returned- two portions stuck in dried solution on top of closed lens case cap and one portion returned inside the gauze material.) While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/02/2010, 11/04/2010, and 11/05/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).